Manufacturer narrative:
The pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be 315mg/dl. It was reported that the damage was at the reservoir compartment. It was reported that the pump would be replaced and returned for analysis. The pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.